Event description:
The customer reported via phone call that she was recently hospitalized for 4 days. Customer's blood glucose had been running in the low 300's mg/dl before she was admitted. Customer changed her set and she went to sleep. Customer woke up with blood glucose in the 500's mg/dl. Customer's blood glucose was 520 mg/dl when she left for the hospital. Customer was given antibiotics for a possible bladder infection but it was found that there was no infection. Customer's doctors believe she had a defective set or cannula. Customer's blood glucose at the time of admission was 550 mg/dl. Customer's current blood glucose is 71 mg/dl. Customer was vomiting, dehydrated, and tired. Customer had diabetic ketoacidosis due to a bladder infection. Customer was off and on the device during the hospital stay. Customer stated that she believes the sets were not the cause of the high blood glucose. Customer is new to the pump and has been adjusting the device frequently. Customer declined troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.